Event description:
During a robotic assisted salpingo-oophorectomy, the endo catch bag was deployed inside the patient to obtain a specimen. The endo catch bag ripped and a small piece of the bag came off. A small piece of the bag (clear plastic, approximately 1" x 1") could not be located inside the patient. The abdominal cavity was irrigated thoroughly but the piece was never located. The surgeon disclosed to the patient and family that the small piece may or may not be in her abdomen. She stated that if the small piece is in her abdomen it is sterile and unlikely to cause any long term problems. This was documented in the electronic medical record. The patient was discharged home later in the day with plans to follow up at an office visit next month.